Event description:
Customer received a blood glucose result of 130mg/dl at 6am. Pt dosed 3 units of novolog and ate breakfast. Pt left for work and within 20 minutes crashed their car into a concrete power pole. Paramedics arrived and tested their blood glucose and received a result of 30 mg/dl. Pt was out of it and was taken to the hosp. A lab was performed but the result is unknown. X-rays were taken and the customer was treated for, a bruised lung, a broken hand, fractured sternum, and bruised ribs. Pt was admitted and given an IV and glucose jell. Pt had surgery performed on their broken hand. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.